Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformance's, issues or capas associated with us catheter kit function. As the device was not returned for additional evaluation and investigation as it was discarded, a definitive root cause for the alleged issue could not be confirmed. Internal complaint number: (B)(4).

Event description:
Patient tracking emailed technical solutions to report that a patient underwent a catheter revision. Post market surveillance contacted the agent covering the issue confirming that the patient was experiencing pain and that there was also volume discrepancies observed. No additional information was able to be provided regarding the volume discrepancies. A cap study was performed in which the physician was unable to aspirate. Agent confirmed that the catheter was explanted, discarded and replaced while the pump remained implanted. Agent confirmed that the patient had been doing well since the revision.